Manufacturer narrative:
(B)(4). The customer reported that the speaker was not working. It was confirmed with the customer that no sound was being emitted from the monitor. The reported description notes that the monitor was not providing audible alarms. No pt harm was reported. In an abundance of caution we will report audio loss even though a visual alarm warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusively on the audible alarm sys for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. Philips is in the process of obtaining info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the speaker was not working. No pt harm was reported.